Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported.

Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported. It was further reported that the target lesion was 90% stenosed and severely tortuous with a 90 degree turn into the anterior tibial artery. Dynaglide was not used to advance the device. The devices were removed as a unit and the physician had to rewire the vessel. The devices could not be separated from each other once outside the body.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device has numerous body kinks in the device. The spring tip was inspected, and it was found stretched. Functional test revealed that the wire was able to be removed from the rotablator device with no issues. Dimensional inspection revealed that the components were within specification.

Event description:
It was reported that the rotaburr became stuck in the rotawire. The target lesion was located in the anterior tibial vessel. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that both device became stuck together inside the patient's body. The procedure was completed with angioplasty. No negative sequelae occurred and no patient complications were reported. It was further reported that the target lesion was 90% stenosed and severely tortuous with a 90 degree turn into the anterior tibial artery. Dynaglide was not used to advance the device. The devices were removed as a unit and the physician had to rewire the vessel. The devices could not be separated from each other once outside the body.